Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that this occurred outside of a procedure and there was no patient involved. It was also clarified that the issue was that the host couldn't boot up.

Manufacturer narrative:
This event took place in (B)(6). No products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-may-10 (B)(4) medtronic received information regarding a navigation system. It was reported that the site was unable to enter the system after booting up. They unplugged and plugged the memory bar and it returned to normal. The cause of this issue as unknown. This was reported during use. It was not indicated whether there was patient involvement. This issue had been reported, but not resolved.